Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned used. The safety clip was missing upon receipt. The tuohy borst valve was loose and the two-way stop cock was not returned. The gray outer sheath was torn off approximately 54mm from the proximal end of the handle at the catheter reinforcement area. The stent graft was in place and not released. There was a gap between the atraumatic tip and the distal end of the outer catheter of 4 mm. It was noted that the inner catheter was kinked at the gap. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in an a/v graft, the endovascular stent graft allegedly would not deploy. It was further reported that the system was retracted without incident and another endovascular stent graft was used to complete the procedure. There was no reported patient injury.